Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission showing nsrvo due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Reprogramming of the device was tested and resolved the oversensing. The programming changes will be made after a discussion with the physician.

Event description:
New information indicated that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator continued to exhibit non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was stored on the electrogram. Programming changes were performed.